Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and skin necrosis at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics (date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.